Manufacturer narrative:
It was reported that the end user got up from a sitting position, lost his balance, grabbed the brake and fell, fracturing his hip. Very few details were provided. The wife had reported that the brake was previously broken but that the end user continued to use it. The sample was not returned for eval. No lot number was reported and no photos were provided. It is not known what role, if any, the device played in the incident. It is not clear if the fall was the result of the loss of balance. However, due to the reported injury, this medwatch is being filed.

Event description:
It was reported that the end user lost his balance, grabbed the right brake and fell, fracturing his hip.